Event description:
The manufacturer received information that a trilogy ev300 ventilator failed active exhalation verification testing during device evaluation pre-test. There was no patient involvement, and no harm or injury was reported. The device's 3-way solenoid valve and proportional valve (active exhalation control module) were replaced to address the testing failure. After component replacement, the device passed final testing.